Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the initial testing of the leads was successful. The physician sewed down the leads, then reconnected to the programmer to retest and no activity from the leads on either channel could be recorded. The analyzer session was ended, reset, and the case continued with no issues. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device data logs showed that there were multiple safety ping timeouts in a row. It seems the user was switching the app to the background/foreground and that caused the safety ping timeouts. So based on this, the system seems to be working as designed. If information is provided in the future, a supplemental report will be issued.